Manufacturer narrative:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2025.

Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2025, in order to convert the patient to a percutaneous baha implant system due to lack of benefit. During the procedure, the internal magnet was removed, and an abutment was placed on the internal fixture.